Event description:
The lay user/pt contacted lifescan alleging the meter's up arrow button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.